Event description:
The patient had presented with pocket decubitus which resulted in the externalization of the device from the pocket. The device was explanted and the pocket was sutured. A new device was implanted submuscular to resolve the event.